Event description:
Bari air bed kci deflated. Head of bed would not elevate. Pt had to be placed on CPR board so as not to slide off bed. Pt then moved to another bed. Troubleshooting cycle applied, but bed did not respond. Diagnosis or reason for use: overweight patient.